Event description:
It was reported that during follow-up, it was observed that the atrial lead fractured. The lead also exhibited a capture anomaly and noise. The lead was explanted and replaced. No complications occurred to the patient.

Manufacturer narrative:
(B)(4).